Event description:
Pt admitted (B)(6) 2017 post mva with multiple trauma including lacerated liver and spleen. Drains were placed during surgical repair and were removed by rn on (B)(6) 2017. Jp drain broke and was retained upon removal. Pt sent to operating room to surgically remove retained part of drain on (B)(6) 2017. Remaining part of drain was removed without complication.